Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter on one pt. Results as follows: pt 1: date: (B)(6) 2011, inratio: 6.2, 5.2. Caller also alleged discrepant results compared with the lab on another pt. Results as follows: pt 2: date: (B)(6) 2011 inratio: >7.5, lab: 5.3.